Event description:
A malfunction alarm indicated by malfunction code 3 was reported with no notable events occurring beforehand. There was no reported adverse impact to the customer's blood glucose level. The customer planned to use a backup insulin pump while technical support arranged to replace the faulty pump. The pump was under warranty, and the customer acknowledged instructions to put it into storage mode before returning it as per the provided pre-paid label.